Event description:
Related manufacturer reference number: 2017865-2023-02288. It was reported the patient presented for a system extraction due to an unspecified issue on the right ventricular lead. X-ray showed the atrial lead had pulled back. During surgery, the atrial lead unraveled near the helix and the ring separated from the insulation holding the lead together. The right ventricular and atrial leads were explanted and replaced. The patient was in stable condition.